Event description:
It was reported that the pt wasn't getting relief. The drug in the pump was changed and a dye study was conducted which was 'ok'. It was reported that there was no pt injury and the pt recovered without sequela after the device was removed and replaced. The type of medication, concentration, and daily dose being administered via the pump was not reported; device registration system indicates morphine. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.